Manufacturer narrative:
Insulin pump passed the displacement test. Pump error, variable 3, alarmed during self-test and was confirmed in insulin pump history file due to cold solder joint at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a hardware low level failure alarm twice. The customer¿s blood glucose level was 5.7 mmol/l. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.